Event description:
Nurse was stuck by a used needle. It was a kendall - covidien safety syringe after being used on an (B)(6) pt. The part that slides down over the needle did not lock into place allowing the needle to be exposed.